Event description:
On an unknown date in (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient received keflex for a stoma site infection. On (B)(6) 2023, the patient saw the gastrointestinal doctor. The stoma site had still not cleared up so a swab of the stoma site was taken which was positive for candida. The patient was prescribed sulfameth-trimethotrin. Subsequently the stoma site infection resolved.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.